Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient's custom tracheostomy tube was defective as it was leaking water at the cuff line junction of the flange. Additional information was requested regarding interventions and outcome.